Manufacturer narrative:
Expiration date unknown. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported the bd vacutainer® one use holder were deformed, no report of medical interventions or serious injury.

Manufacturer narrative:
Procode: corrected to n/a. PMA/510k: corrected to preamendment.